Manufacturer narrative:
(B)(4). Batch # p92c78. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
(B)(4).